Manufacturer narrative:
Patient initials, age/dob, and weight were not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials, age/dob, and weight were not available. No parts were returned for product analysis. There are multiple device codes. Below clarifies what each are associated with. A0803 - navigation accuracy looked deep by a few millimeters a23 - registration issues medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the navigation accuracy looked deep by a few millimeters. They retook a snapshot and the accuracy was still off. The surgeon was able to place all the screws without issue. It was also reported that they ran into registration issues. The exam quality was good. They registered off of l5. The red marker was about 2 cm posterior to where it was in the plan. The manufacturer representative registered off of l4 using advanced registration and was able to get it to pass. There was less than an hour delay to the procedure due to these issues. There was no impact on the patient outcome.